Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
The customer reported that they had a patient on telemetry monitored at an information center ix product and needed to know if a paging product identified as "pager #8" was assigned to that patient. The customer indicated that harm had occurred but did not specify what harm. Additional information has been requested but the customer has not confirmed further details.

Manufacturer narrative:
The customer called the customer care solutions center for troubleshooting support. No onsite evaluation was requested and none was provided. The customer said he wanted to determine if a pager was assigned to a caregiver. The customer was contacted for more details about the patient and informed philips that he did not have further details and if he did he would not be permitted to provide them. He then sent the request to his manager. No further information was provided. The customer was instructed that they could go to system configuration under log viewer and select "paging" and then they could scroll through the last 7 days of entries looking for the bed identifier. The customer had specifically indicated that the request was associated with patient harm however they did not provide details on the nature of that harm. Further details were requested but not provided. The customer was provided with instructions regarding how to view log/clinical audit data on their own. There was no allegation regarding a product malfunction. The device remains in use. It could not be determined what harm occurred or whether or not the product may have been a factor as the customer was questioning product use/pager assignment. No further action or investigation can be performed with the limited information provided.